Event description:
It was reported that (1) device was used during an abdominal peritoneum. It was reported by the affiliate that the ems stapler jammed. Another instrument was used to complete the case. There was no consequence to the pt.